Event description:
The facility reports while inspecting a new ecs installation in a room, the technician touched the rail while climbing up the step ladder. He rec'd an electrical shock that made him release the rail and jump the step ladder by reflex. No injuries were reported. Add'l info regarding the installation has been requested. Any findings will be listed in a supplemental report. (B)(4).

Manufacturer narrative:
The facility address is not available at this time and will be provided upon submission of the supplemental report.